Manufacturer narrative:
(B)(4).

Event description:
This patient complained of phrenic nerve stimulation. The lv output was lowered from 7.5v at 1.5ms to 5.0v at 1.5ms which resolved the complaint. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.